Event description:
It was reported that during an aortic aneurysm repair procedure, a vessel rupture and subsequent death occurred. The aneurysm was treated with another manufacturer's graft, and a small type 1 endoleak remained at the proximal end of the device. Therefore, the physician was using the equalizer balloon. The physician had inflated the equalizer balloon to the shape of the graft, however upon continued inflation, the vessel ruptured. The pt was being removed to surgery for repair, however, the pt died during the conversion. Multiple attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.